Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple pockets in the drawers 3.1 and 3.2 were not detected on bus. A field service engineer (fse) reviewed the issue of auxiliary drawers not being detected on the system bus and verified the condition within the medication application. The fse powered down the device for physical inspection and identified loose row board cable connections to the drawer controller board. The fse secured the connections, powered the device back on, accessed the hardware test application, confirmed that the drawers were detected, and performed functionality testing, which verified normal drawer operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple pockets in auxiliary drawer 3.1 were not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.